Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out supplies to address the alarms. No issues were observed with the cartridge, infusion tubing or cannula at the time of these alarms. Customer experienced an elevated blood glucose (bg) level above 600 mg/dl and diabetic ketoacidosis (dka) considered dangerous resulting in a hospitalization. Cause of bg/dka was due to occlusion alarms and the customer experiencing pancreatitis. Customer was treated with fluids, insulin drip, potassium, magnesium and additional electrolytes. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.